Event description:
It was reported that during a laparoscopic ventral hernia procedure, the device was used to anchor the mesh of the ventral hernia. The first five anchors were placed with no problems. The next three anchors caused a steady drip of blood from the anchor sites. The mesh covered the constructs and it was difficult to visualize the location of the bleeders. The surgeon tried to locate the bleeders to control with cautery but was unsuccessful. With the torquing of the mesh to achieve better visualization, a corner stitch of the suture ripped and the surgeon decided to open.